Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/19/2014 with the following findings: on (B)(6) 2014 black box recorded two ¿loss of prime¿ warnings due to low, non-zero force sensor readings. The pump was exercised for 24 hours at 1 unit/hour with no ¿loss of prime¿ warnings or other eaws. Checked force sensor calibration. The pump was found within calibration. Investigators were unable to duplicate customer complaint. Returned battery cap used for investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.